Event description:
The pt reported that the buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to water and cleaning solvents.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling observed. All of the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and all of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.